Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional report a right side rupture. Device has been explanted.

Event description:
Healthcare professional report a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening in device on the posterior side assessed, as fold flaw opening (tear) opening. And one opening on anterior and posterior side assessed, as smooth opening. Additional observations: no penetrating nick ( strass mark). No further actions are required, as the device was implanted.

Event description:
Healthcare professional report, a right side rupture. Device has been explanted.